Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One video was provided and reviewed. The video shows the partial of catheter extension leg; the device implanted on the patient. The physician was injected the liquid from blue luer extension. Before and upon infusion catheter legs note to be ballooned and stretched. Therefore, the investigation is confirmed for the reported bulging and identified stretch issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), a patient underwent dialysis catheter placement procedure by using glidepath. Post the procedure, the catheter was allegedly found bulging at transparent plastic luer connector. It was further reported that patient allegedly experienced swelling. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. It was reported that post glidepath hemodialysis catheter placement, the catheter was allegedly found bulging at transparent plastic luer connector. It was further reported that patient allegedly experienced swelling. The current status of the patient was unknown.